Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported the string came out and the tampon remained inside. She was able to manually remove the tampon. Multiple attempts have been made to obtain further information regarding her use of the product, however no further information has been received.